Event description:
A customer reported that the pump battery would not charge, despite using a tandem charging cable and wall adaptor, and trying different wall outlets and cables. There was no provision of the customer¿s blood glucose level during the event. Tandem technical support decided to replace the pump and instructed the customer on returning the problematic pump, but the customer did not disclose what type of backup therapy they would use for insulin delivery.